Event description:
A (B)(6) female pt called zoll customer support to report that her electrode belt had gelled and it was alarming every time she moved. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary - device eval of electrode belt (B)(4) has been completed. The reported problem (belt gelled, arrhythmia alarms) has been confirmed. Upon investigation all gels were deployed. The trunk cable connector was cracked. The root cause of the damaged trunk cable connector could not be positively identified but was likely excessive force. Additionally, the q1 transistor for ECG c and ECG d was defective, which contributed to the signal noise that caused the belt to gel. The root cause of the defective q1 transistor could not be positively identified but was likely random component failure. No adverse event resulted from the damaged trunk cable connector and defective transistor. The pt received a replacement electrode belt.